Event description:
Patient presented to the ER after receiving inappropriate shocks due to oversensing. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the sensing coil was fractured close to the crimp sleeve to the connector ring as a result of fatigue. Due to increased stress and an accelerated fatigue, over time the sensing coil fractured. This resulted in the reported oversensing and inappropriate shock.